Event description:
The site reported that they have four pts that required a second surgery to remove particulates from the operative eye. For this pt, the fiber was present during the initial procedure in 2007. In 2008, add'l info from the questionnaire stated the fiber was extracted. This report is for the fourth of four pts. The add'l patient's were reported under the following MDR's: 1644019-2008-00019, 1644019-2008-00020, 1644019-2008-00021.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available.